Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece from the vasoview hemopro 2 device fell off in the pt's leg. It was retrieved with no problem and negative pt effects. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. (B)(4).